Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the device was returned and analyzed. Analysis revealed normal depletion that meets expected longevity.

Event description:
It was reported the device triggered recommended replacement time (rrt) sooner than expected by the clinician for the programmed settings and usage. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.